Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380. Imdrf clinical sign code : e2123 is not available in database to capture for usage problem identified.

Event description:
It was reported on that the patient reported pus at both sides of abdomen. Patient was brought to emergency room and treated with antibiotics.